Event description:
Customer reportedly obtained a result of 249 mg/dl on the advantage system while a professional device produced a result of 49 mg/dl within 10 mins. Customer ate in response to symptoms and professional device result. No adverse event reported. Requested return of suspect system and replacement was sent.